Event description:
It was reported to covidien in 2009 that a customer had an issue with hypodermic needle. The customer reports while retracting the needle, missed button and hit right hand/thumb.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.